Event description:
A facility reported that a pt has been diagnosed with hemolysis during a dialysis treatment. The pt complained of chest pain, abdominal pain, nausea and vomiting during dialysis the pt was treated with normal saline, oxygen and phenergan 25 mg im. It was noted by the machine operator that the arterial blood pump housing, which could cause malocclusion to the tubing. The tubing position was corrected and dialysis continued. The facility does not monitor prepump arterial pressure, which could have alerted the operator to resulting excessive negative pressures. The proper blood pump segment insertion technique is addressed in the device labeling. The facility found no machine malfunction. The pt was admitted to the hosp for observation. No medical intervention was given during the hospitalization. The pt has returned to the facility and continued to receive prescribed dialysis treatments without problems. The facility dir of nursing has reinforced proper blood pump segment placement with the staff member operating this machine at the time of the incident. H6. Eval completed by the facility.